Event description:
Caller reports the inform base unit has an electrical short. No adverse event reported. Requested return of suspect device. Manufacturer's investigational unit confirmed an electrical short on the inform base unit. Melting and burning on contacts 3 and 4 was observed.

Manufacturer narrative:
The event occurred in (B)(6).